Event description:
It was reported that the patient presented for follow up via merlin.net. A review of the transmission showed recorded non-sustained right ventricular oversensing (nsrvo) episodes caused by over-sensed noise exhibited by the right ventricular lead. The patient was brought into clinic where noise was unable to be reproduced. Programming changes were made. The patient was asymptomatic.